Manufacturer narrative:
After further review, it was determined that the event required only routine safety disk and battery replacement and no malfunction with the unit. Hence, the complaint is invalid and no follow up report is necessary.

Event description:
N/a.

Manufacturer narrative:
Other contact email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump(iabp) had a malfunction. There was no patient involved.